Event description:
A surgeon reports that five to seven years following intraocular lens (iol) implant surgery, a pt's entire lens was found to be opaque. The lens was exchanged. The surgeon reports the pt is doing well. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 12/7/2007. Add'l info has been requested.